Event description:
It was reported that a carelink network alarm triggered and the patient came in for follow-up. The device showed a sensing issue with 350 short v-v intervals which could indicate oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "stable".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured on visual inspection in addition to blood noted in the helix mechanism. The full lead was returned for analysis.